Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer has not received the device yet. Investigation is still in progress; a final report will be submitted upon completion.

Event description:
18-apr-2023: it was reported: "unsure if the battery acid has caused any internal circuit damage". User didn't put aid on as noticed something was leaking. No harm to user was reported.

Event description:
18-apr-2023: it was reported: "unsure if the battery acid has caused any internal circuit damage". User didn't put aid on as noticed something was leaking. No harm to user was reported. (B)(6) 2023: disposable batteries were used.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer has not received the device yet. Investigation is still in progress; a final report will be submitted upon completion. 16-may-2023: the device has not been returned for investigation. Therefore, no device investigation possible. Technical investigation concluded: a device history record review has been completed. No deviation or changes were found during the manufacturing of the device. The clinical investigation concluded: clinical evaluation for the device family evaluates the risk of leakage from batteries. Battery leakage can in some cases be prevented if the hearing aids are dried out after use by opening the battery door. Further, batteries that are expired are more likely to leak. The user guide includes recommendations on both hearing aid drying and only to use batteries with a remaining shelf life of one year or more. The user guide contains information only to use quality batteries as well as rinsing with lukewarm water if exposed to battery leakage. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register conclusion: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This case is considered as a single incident and will be included in regular trending. No actions have been initiated based on this individual event. Manufacturer's investigation is final. This is a final report.